Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump kept alarming an insert battery now. Every time they change the battery the same message pops up. The customer¿s blood glucose level was unknown. The customer stated their blood glucose was high. They declined troubleshooting for the high blood glucose. The device will be replaced due to the internal battery not functioning. The device will be returned for analysis.